Event description:
It was reported that balloon rupture occurred. The target lesion was located in the dialysis access graft in the right arm. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the dialysis access graft in the right arm. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. No patient complications were reported. Device evaluated by MFR.: a visual and microscopic examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 6mm proximal to the proximal edge of the proximal markerband and extending distally over the balloon material for approximately 56mm. No issues were noted with the balloon material that could have contributed to the balloon material damage. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device.